Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined bio-ID was not working on station. A field service engineer remoted into station and ran diagnostics to resolve this issue. Customer confirmed the issue has been resolved. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system bio ID was not working. The customer added that this malfunction occurred when trying to issue a medication to a patient. There were no adverse events or injuries reported based on this event.